Manufacturer narrative:
Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 23-sep-2012, UDI#: (B)(4). Analysis of the lead, model 309328, found the lead body conductor broken at or near tines. The ins output was tested through the returned extension and cut lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested through the returned extension and cut lead. Good stable output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer¿s system was replaced due to end of life (eol). It was noted that a clinical programmer was used to scan the ins and no information was obtained because the battery was ¿too flat.¿ no factors noted to have led to the event. The issue was noted as resolved. The consumer was upgraded to the latest device and was doing well on the new system. No symptoms were reported. There were no further complications reported and/or anticipated. (B)(6) 2018: additional information received reported as far as the battery life was concerned, there was no complaint as to longevity, just returned for long term performance data.